Event description:
Reference number (B)(4). Event occured in the united states. A patient reported an incident involving their infusion set on (B)(6) 2025. The patient experienced a kinked cannula, which led to complications. They noticed symptoms within 3 hours of inserting the set, which had been placed in the arm. At the time of the event, the patient's blood glucose level was measured at 257 mg/dl. To address this high blood glucose, the patient administered a correction bolus using their insulin pump. It's worth noting that the infusion set had been in use for two days when the problem occurred. Following the discovery of the kinked cannula, the patient took appropriate action by replacing the faulty infusion set and successfully resuming their insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.